Event description:
Customer initially called inquiring abut the sensor. Customer mentioned that she was hospitalized twice due to high blood glucose and dka. Paramedics were called both times and customer was hospitalized. The first hospitalization was december 04, 2013 and the blood glucose reading was over 700 mg/dl. The second time was in march 22, 2014 with blood glucose of over 600 mg/dl. Customer stated that she passed out, had diarrhea, and was passing blood from the rectum due to colitis infection. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and cracked battery tube threads.